Manufacturer narrative:
The investigation included a thorough review of: mfg records and certifications, product IFU, previous customer complaints, FDA mdrs, and customer report. There is no evidence of labeling or IFU anomalies. The investigation did not reveal any evidence of design, mfg of labeling anomalies. No conclusion as to the cause of the break could be drawn since the product was returned deformed and damaged. This incident is the first thread break problem reported for catalog # 207.636.em or for any emerge cannulated screw in the history of the company, and appears to be an isolated incident. The investigation is closed as indeterminate based on the condition the complaint product was returned.

Event description:
Doctor initially thought the head broke off the screw. However, upon further inspection, it appeared the threading came off, so dr (B)(6) made another incision and took the whole screw out. Dr noticed a slight kink in the guide wire. Dr was able to retrieve the screw with the threads and had no further complications. No injury to the pt.